Event description:
N/a.

Manufacturer narrative:
It was reported that the patient went into heart block and need to be paced externally after the implant of navitor valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that the was implanted a depth of 5 mm. The patient had history of right bundle branch block (rbbb). Based on the information received, the cause of the reported heart block could not be conclusively determined. It is possible that procedural condition (implant depth and patient history of rbbb) could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention were the results of case-specific circumstances, as a temporary and a permanent pacemaker were implanted. The patient required prolonged hospital stay for monitoring of rhythm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a (B)(6) 2025, a 29 mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The valve was implanted a depth of 5 mm. After the valve implant; the patient went into heart block and need to be paced externally. Later, the patient received a permanent pacemaker. The patient required prolonged hospital stay for monitoring of rhythm. The patient was reported discharged.